Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. Upon receipt, an updated date of explant was confirmed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed three (3) tears (a, b, and c) through the shell on the anterior view, measuring approximately 0.1 cm each. Microscopic examination was performed on the edges of the tears (a, b, and c), and parallel striations were found in the whole area of all tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, the microscopic examination of the returned product indicates that the expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with 350cc mentor cpx4 with suture tabs, tall height, smooth tissue expander experienced a deflation on an unspecified side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor became aware the previously unspecified device is a mentor cpx 4 breast tissue expander. A date of explantation was also received. Relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).